Event description:
It was reported that during a shoulder arthroscopy, the device did not drop the point, it broke when it was in contact with the patient. The procedure was completed with a back up device with no delay or patient injury reported.

Manufacturer narrative:
One 4.5 twinfix ultra ha anchor assembly was returned for evaluation. Visual assessment confirmed the reported breakage. The distal end of the anchor has broken at the suture eyelet. Dimensional assessment of the anchors major diameter found it met print specifications. Examination of the inserter confirmed both inserter tines are intact however are bent and twisted. The condition of the device indicates it was subjected to excessive force during insertion. Per the device instructions for use ¿breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The reported 4.5 twinfix ultra ha anchor assembly intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not preparing the insertion site properly. Use of excessive force during insertion. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.